Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
The following was reported via medwatch report # (B)(4): it was reported that during intra-aortic balloon (iab) therapy, the arterial line of the maquet (7.5 x 34) would not allow for flushing, aspiration and did not generate a waveform on the console. The console was being weaned to determine if the patient was stable enough for the iab to be removed; the console was removed shortly thereafter. The iab was inserted at a neighboring hospital the day before so no product information, other than catalog number, is available. There was no patient harm or adverse event reported.